Event description:
A (B)(6) distributor contacted zoll customer support to report that a patient's monitor response buttons were not functioning. The patient was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was not functioning. The response button ribbon cable was creased, causing the failure. The root cause for the creased ribbon cable could not be positively identified. No adverse event resulted from the creased response button ribbon cable. The patient received a replacement monitor.